Event description:
A nurse reported that a system had no aspiration and footswitch problems during a procedure. The system was exchanged to complete the procedure. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was not replicated against the system. However, the company representative was able to replicate the reported event on the footswitch. The system was tested and found to meet product specifications. The system was manufactured on march 30, 2007. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. The root cause of the reported event can be attributed to a nonconforming footswitch. However, the nature of the nonconformity and how the nonconformity occurred remains unknown. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available (B)(4).